Event description:
It was reported that during preparation for a procedure, a faradrive steerable sheath was selected for use however the device presented a damage, part of the device was deflected, and air bubbles were showing during aspiration, therefore the physician decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that during preparation for a procedure, a faradrive steerable sheath was selected for use however the device presented a damage, part of the device was deflected, and air bubbles were showing during aspiration, therefore the physician decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.